Manufacturer narrative:
(B)(4). Instrument a: malformed clip. Instrument b: (broken advancer). Eval summary - the analysis results found that the el5ml device (a) was returned in good visual condition. The instrument was cycled and the advancer bypassed the clip causing 1 pear shaped clip. The remaining 9 clips were properly fed and formed. A corrective action has been initiated to address the root cause of the bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned with the tip of the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." The instrument locked out as intended but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device kept spitting out two or three clips at each firing. Another same like device was used, and the device came out with partially formed clips at each firing. It was not noted how the case was completed. No pt consequence reported.